Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (displays error code when charging a battery pack) has been confirmed. Upon eval the battery charger/modem was unable to charge the battery and had a defective power supply. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was due to ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger displays error message when the charging a battery pack.